Event description:
It was reported the patient was unable to adjust stimulation and reported a power-on reset (por) condition on their programmer along with a display showing a ¿call your doctor¿ icon. It was stated the patient woke up the morning of report and did not feel any stimulation. It was noted the patient checked their programmer and saw the por screen and tried with their recharger and it did not work. Reportedly, it was unknown how the por occurred. It was later reported the patient was able to be instructed on how to clear the por. It was stated the patient was feeling stimulation at the time of report. It was noted the patient had turned their device off the night prior to report as they always do and the morning of reported the por was seen when the patient turned the device on. It was reported the patient saw the por message when they tried to use their recharger as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3998, lot# v264393, implanted: (B)(6) 2009, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).